Manufacturer narrative:
As reported, the dilated balloon of a 6f/7f mynxgrip vascular closure device (vcd) was drawn into the sheath while being withdrawn along the vessel wall. Sharp calcified plaque likely caused the balloon to tear beforehand. A second mynx device from the same lot number reportedly showed the same issue. The operator stated that the vessel was heavily calcified. The operator was unable to provide any further details. The second device reported in the complaint was not returned for analysis. A phr review of lot f2504904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis during the inflation/deflation test. Additionally, the reported event of ¿balloon-balloon loss of pressure¿ could not be observed with the second device as it was not returned for analysis and images were not provided. The exact cause of the reported incidents could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced with the first device since there was no issue maintaining the inflation of the balloon during functional analysis. However, prepping/handling factors of the device are possible. For the device that was not returned for analysis, prepping/handling factors also could have contributed to the event reported since it was stated that the same issue occurred with this device. Additionally, access site vessel characteristics (the vessel was heavily calcified) and/or concomitant device factors possibly contributed to the reported balloon tear to the second device since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) states during preparation, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ it should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy/venotomy, which can be mistaken as a balloon rupture. The mynxgrip IFU also reports, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the dilated balloon of a 6f/7f mynxgrip vascular closure devics (vcd) was drawn into the sheath while being withdrawn along the vessel wall. Sharp calcified plaque likely caused the balloon to tear beforehand. A second mynx device from the same lot number reportedly showed the same issue. The operator stated that the vessel was heavily calcified. The operator was unable to provide any further details. One device was retained and will be returned for evaluation.